Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon (horizontal lines appear on the images of the 180 scope) was caused by the failure of the operational amplifier. There was a design change of the operational amplifier which was applied to the printed circuit board and it was implemented in april 2018. The subject device of this report was manufactured prior to the design change (see h4). Per the legal manufacturer, the other issue identified in the initial report (broken communication port lock), has no potential for this issue to cause or contribute to death or serious injury if it were to recur.

Manufacturer narrative:
The device was returned to olympus for evaluation where service confirmed the customer's complaint. The repair center found a worn out video connector latch causing loss of image when the pigtail was wiggled and a faulty printed circuit board set causing vertical lines on image with 180-series scopes. The device was repaired and returned to the customer. A supplemental report will be submitted if additional information becomes available following investigation.

Event description:
The customer contacted olympus to report the device had a broken communication port lock point and it wouldn't hold the pigtail. The reported problem was found during a procedure. There was no report of health consequence or impact to the patient.